Event description:
Related manufacturer report number: 2938836-2017-24389. During dft testing following an ICD implant, the device failed to terminate ventricular fibrillation (vf). Therefore, external defibrillation was delivered. An error message was shown that there was a possible failure with the shock circuit. The device and lead were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. An over torqued inner coil was noted at the connector region, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.